Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the distal conductor was fractured at 52.1 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, and product analysis found that the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.